Event description:
It was reported that a minimum fill notification occurred when customer attempted to load a new cartridge, and customer had filled cartridge with 110 units of insulin, used 13 units to fill tubing, and had 77 units of usable insulin remaining, which was below recommended minimum. There was no adverse impact to the customer¿s blood glucose level. Customer was educated about minimum fill recommendation, was instructed to add insulin to same cartridge, and after doing so was able to complete cartridge load and resume insulin delivery without further issues.